Event description:
The following has been reported: nurse reported: continuous infusion of cpn running via ivenix infusion pumps and tubing. Started at 2230, ran without issue for 7 hours. At this point, air in line alarm went off, there was air in line. Nurse attempted to back prime to syringe to remove air, this did not work. Tubing disconnected from patient and primed cpn to remove air. After the initial alarm and air in line, the pump continued to alarm frequently and air was present in line. While dealing with the issue, patient had to be removed from his cpn repeatedly so the continuous infusion was interrupted and patient blood sugar began to decrease. A preliminary review identified the following issue: air in line alarms (unresolved) (ae) unknown if issue stopped an active infusion. Reporting as a conservative measure. Adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No pump was returned. The reported issue of "continuous infusion of cpn running via ivenix infusion pumps and tubing" cannot be confirmed or refuted because the customer was not able to provide serial number or logs for the device and were unable to locate the device in their inventory. No further information can be obtained. No further actions required.